Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose, lost sensor alarm, weak signal alarm and battery out limit. The customer's blood glucose value was 405 mg/dl. The customer treated with injection shot. The customer stated that the pump did not occur during manual prime. The customer stated that the pump alarmed after battery change. The product was not returned for analysis.